Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: seven explanted pieces of suture were returned for evaluation. Upon visual inspection, the circumstances and force required to generate the breakages could not be determined, so whether the force necessary to break the suture was above or below specification could not be assessed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient was returned to surgery. The sternotomy was reopened. It was noted that the suture was broken and pierced the heart. The area was sutured. The patient was discharged on (B)(6) 2014.

Event description:
It was reported that the patient underwent mitral valve replacement on (B)(6) 2014 and suture was used to tie the sternum during plastic surgery. Following the procedure, the patient hemorrhaged and was sent to operating room for emergency surgery on (B)(6) 2014. The surgeon found the suture was broken and steel suture pierced the heart, with specific location unknown. The suture was removed and patient was admitted to intensive care unit. Additional information has been requested.